Manufacturer narrative:
The reporter indicated that a 12.1mm vicmo12.1, -13.00 diopter, implantable collamer lens was implanted, removed, and replaced with a longer length lens intraoperatively on (B)(6) 2021, from patient's right eye (od) due to low vault. This resolved the problem. Cause of the event is reported as unknown. Claim# (B)(4).

Manufacturer narrative:
Weight - unk. Ethnicity - unk. Race - unk. Premarket identification: this product is not marketed in the us. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vicmo12.1, -13.00 diopter, implantable collamer lens was implanted, removed, and replaced with a shorter length lens intraoperatively on (B)(6) 2021 from patient's right eye (od) due to low vault. This resolved the problem. Cause of the event is reported as unknown.